Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up complaining of pre-syncope. Device interrogation was performed and found crosstalk events for a single beat each time autocapture was initiated with the programmer. Autocapture was programmed off. No noise was seen with isometric exercises. The patient was stable and will continue to be monitored.